Manufacturer narrative:
The controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the device revealed that the controller passed visual examination but failed functional testing due to a "controller fault" alarm. The controller was unable to communicate to a monitor, unable to register commands from the front display push buttons, was unable to register an alarm adapter connected to the serial port, after approximately 10 minutes the controller's lcd screen displayed dark pixels and the power source indicator remained on without a power source connected. The controller was still able to power a motor fixture; this suggests  that the patient never lost functionality of the pump. Internal inspection of the controller did not reveal any damage that may be related to the reported event. Supplemental testing was performed, and revealed that the user interface controller, which is the main integrated chip responsible for the operations of the controller, was faulty and not outputting the expected signals. As a result, the most likely root cause of the reported event can be attributed to a faulty user interface controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers and adapters are outlined the manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that the vad coordinator that today the patient paged with a vad alarm. His controller screen was dark nothing displayed, both batteries were lit up full green, both number 1 and 2 were lit, and the triangle was green. His pump was running audibly verified. He had an escalating 3 beep alarm that repeated every few seconds. When disconnecting a single battery at a time the number and green lights remained lit and the alarm continued. We were not able to silence the alarm. When attempted to download the waveforms and view on the monitor any information the controller was not communicating. An elective controller exchange was performed. No additional information available.